Event description:
The facility reported a fail code 403. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving the pump since the last baxter svc event.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report, will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.